Manufacturer narrative:
(B)(4)

Event description:
It was reported that the coil was broken. The target lesion was located in the aorta with access obtained from the arm. A 22mm x 60cm interlock¿ was selected for use. During an embolization of an endoleak, the physician deployed the coil in an aneurysm; however did not like how the coil was deploying as it was not coiling properly. Consequently, the coil was retracted; however, the device became detached inside the unspecified catheter. When the physician tried to retrieve the coil, it was further noted that the coil sheared or broke apart. They went in with a snare to retrieve the coil and were able to pull the whole coil out. The procedure was completed with an interlock¿ coil of a different size. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that an unknown wire and a coil were returned for this complaint. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The coil was inspected and was found stretched near both ends of it. Microscopic inspection revealed that the zap tip has a smooth surface. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The dimensions that could be measured were inspected and were within specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the coil was broken. The target lesion was located in the aorta with access obtained from the arm. A 22mm x 60cm interlock was selected for use. During an embolization of an endoleak, the physician deployed the coil in an aneurysm; however did not like how the coil was deploying as it was not coiling properly. Consequently, the coil was retracted; however, the device became detached inside the unspecified catheter. When the physician tried to retrieve the coil, it was further noted that the coil sheared or broke apart. They went in with a snare to retrieve the coil and were able to pull the whole coil out. The procedure was completed with an interlock coil of a different size. No further patient complications were reported and the patient's status was fine.